Event description:
It was reported that a pt was implanted with a pelvic mesh product on (B)(6) 2006. Report indicates that the pt "has suffered/will continue to suffer pain, suffering, disability, impairment." The specific product is unk and it is unk if this is an ams product.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.